Event description:
It was reported that pump experienced recurring malfunction alarms with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, resumed insulin delivery, agreed to use backup therapy if needed, and was scheduled to receive replacement pump with updated software.